Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. Product was discarded by the customer. An investigation has been initiated based upon the reported information.

Event description:
This is the first of 3 reports (same patient, same product family, different product problems). This report is in regards to the 1st accudrain (product ID not known) where cerebrospinal fluid (csf) was leaking from the top of the buretrol. Ii was reported that the accudrain (product ID not provided) was defective. The patient was overdraining and the csf was going through the filter and buretrol. The patient bent over and began to re-bleed and caused the patient to become brain dead. Reason for admission: (B)(6) male with history of htn (hypertension) and hld (hyperlipidemia) who lost consciousness the evening of (B)(6) 2015 while working in the bathroom. His wife states that he had been complaining of a headache since wednesday but denies any vision changes or abnormalities of his eye at that time. After passing out, he reportedly had emesis and emergency medical technician (emt) intubated him in the field and took him to an osh (outside hospital) where a CT scan showed sah (subarachnoid hemorrhage). He was transported to (B)(6) hospital for a higher level of care. Hospital course: he arrived at (B)(6) grade IV, wfns (world federation of neurosurgical societies) grade IV, fisher grade 4. Cta (computed tomography angiography) showed a basilar apex aneurysm with hydrocephalus. Given his persistent drowsiness and enlarged ventricles, a right frontal evd was placed. Shortly after placement, he became hypertensive and bradycardic with elevated icps and increased output from the evd. Repeat CT brain showed increased sah with concern for rebleed. Neurological examination continued to deteriorate. The following morning, icps remained elevated despite flushing of evd. An emergent right subclavian central line was placed followed by infusion of 23% hypertonic saline with improvement in icps. Neurological examination remained poor. Another episode of hypertension and bradycardia ensued with concern for an additional rebleed. Given the patient's poor neurological examination, a decision was made not to pursue treatment of his aneurysm. Family discussion ensued with decision to remove the evd the evening of (B)(6) 2015. Over the evening of (B)(6) 2015 into the morning of (B)(6) 2015, he had a progressive deterioration in his neurological status with loss of all brain stem reflexes. Formal brain death testing ensued on (B)(6) 2015. It was decided that the patient was too unstable from a cardiac standpoint (on 4 pressors) to undergo a formal apnea test. A confirmatory nuclear medicine scan was obtained showing absence of cerebral blood flow and the patient was declared brain dead at 1555 on (B)(6) 2015. As per physician, this patient is critically ill due to an acute impairment of the following systems: neurologic. This is a result of the following conditions that have a high probability of imminent or life threatening deterioration in the patient's condition that requires my personal critical care management in the intensive care unit: subarachnoid hemorrhage. The following actions were performed at the patient's bedside: I assessed patient's neurologic status as described and evaluated feasibility of apnea testing. Hemodynamic status prevents safety of apnea testing. I discussed care plan with family as patient is critically ill and unable to participate in goals of care discussions. They agreed to proceed with ancillary testing to complete a brain death evaluation. Sbp (systolic blood pressure) > 100, normothermic. Metabolic factors not responsible for neurologic exam, clear catastrophic. Neurologic insult on head CT. Pancisternal blood with hydrocephalus from aneurysmal sah. No pupillary response to light, corneal response absent. Absent cough, no gag. No oculocephalic or cold caloric response. No facial response to central stimulation. No extremity response to noxious stimulation ancillary testing: in place of apnea, nuclear medicine brain flow study performed as apnea could not be performed with hemodynamic instability. No evidence of intracranial arterial or venous blood flow was detected. This neurologic exam in conjunction with nm (nuclear medicine) blood flow constitutes a declaration of death by neurologic criteria. Time of death 3:55pm on (B)(6). Cause of death: cerebral herniation secondary to aneurysmal subarachnoid hemorrhage. Note from the registered nurse: we had to change the evd accudrain system for the 3rd time on this same patient also because of the manufacturing defect that csf was not draining from the buretrol to the collection bag. For some reason the drainage was not draining from buretrol to the collection bag, therefore we had to change the whole evd drainage system. Additional request for clarification and/or confirmation was sent to the customer regarding the additional information received on 15 apr 2015 (specifically question #3 = the 3 accudrains used on the patient, date of placement for each onset, date and time of replacement for each one, etc. To date, no response has been received for this request.